Manufacturer narrative:
The device was returned for analysis. The device did not have any obvious visible defects. The tip had fluid in it. There was dried saline in the luer, on the shaft and tip. Dried body fluid was present on the tip. Continuity checks revealed no electrical opens as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. However, the impedance between all the mes (1,2, & 3) and the tip ranged between 745k ohms to 1.7m ohms. This was lower than typical and out of specifications. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The measurements between the tip/mes/tc was repeated 35 days later and all measurements between these points were open. Only the distal tip was submerged in saline water for 10 minutes: the bond between the tip and shaft was above the water surface. The tip was dried, and the measurements were repeated. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.4837 psi, 0.4479 psi, and 0.4374 psi.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that signal noise occurred. During a procedure for left atrial flutter with a intellanav mifi open-irrigated catheter, noise, resulting in poor signal quality was observed on all inter-cardiac channels. The cable was switched out, but the issue persisted. The catheter was replaced and the issue was resolved. The procedure was successfully completed with no serious injuries or adverse patient effects. Device analysis revealed evidence of fluid ingress.